Manufacturer narrative:
The doctor realized he had used expired products. The doctor re-cemented the veneer for the patient, without further incident. To date, the patient is doing fine. The product alleged in this incident was not returned and the wrong lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that a veneer had debonded after placement with the mojo light cement for one (1) patient.